Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had hair line cracks and scratches and had a lot of chunks missing where the battery goes in. Customer also states a lot of that plastic was missing, insulin pump had motor error once and customer noticed rainbow effect and squirts out insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test and motor error alarm due to loose drive support disk. Unable to verify missing segment or partial display anomaly due to loose drive support disk. Device received with broken battery tube threads and cracked reservoir tube window. Motor passed motor test. (B)(4).